Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380. (B)(6).

Event description:
It was reported on 17-mar-2026 that the infusion set cannula was bent, which elevated the glucose level and was treated with a correction bolus via pump.